Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. It was not determined if the issue occurred during pre-use check or during a procedure. It is possible that the balloon was over inflated resulting in the rupture prior to use or possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. Balloon rupture is an inherent risk of using this product. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight, or chemical fumes to reduce balloon degradation. Do not exceed the recommended maximum balloon liquid capacity. The IFU provides the following warning related to the complications possible when using these devices: in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage. Exercise caution when encountering extremely diseased vessels. Arterial rupture or balloon failure due to sharp calcified plaque may occur. Excessive handling during insertion, or plaques and other deposits within the vessel may damage the balloon and can increase the possibility of balloon rupture. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. Due to the increased rate of occurrence of this issue, CAPA 2024-007 was previously implemented to document further investigation of this failure. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification.

Event description:
It was reported that the balloon was found to have ruptured either during device preparation or during the procedure. A second device of the same product was used to complete the procedure successfully. No patient injury or adverse health effects were reported.